Event description:
Customer reported an issue with the panorama central station telemetry interface module which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The device was evaluated. Corrections included replacing the device repeater.